Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device may have been due to a potential measurement error at implant.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was undersized, resulting in a floppy glans. A revision surgery was performed, during which pump and cylinders were removed and replaced. There were no further patient complications reported.